Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was in good condition, therefore, the initial allegation was not confirmed. However, the investigation analysis did find that the fiber jacket was melted towards the connector end. Also, the fiber body was bent/kinked, and the aiming beam was exiting from that area. The fiber kink area likely developed due to procedural conditions during device setup or use. The customer reported the damage near the end of the procedure. With the fiber bent, the laser energy exited at the damaged site, causing localized overheating and melting of the fiber jacket. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. According to the device instructions for use (IFU): the first 30 cm of fiber must remain straight during laser use. Failure to do this may diminish power delivery and cause the fiber to overheat and burn, resulting in possible stray laser energy and inspect the full length of the fiber for kinks, punctures, fractures or other damage. Do not use if the fiber appears to be damaged. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that at the end of a procedure, the insulation fiber part, approximately 30cm from the proximal part of the fiber, had melted. The procedure was completed with original fiber without patient complications.

Event description:
It was reported that at the end of a procedure, the insulation fiber part, approximately 30cm from the proximal part of the fiber, had melted. The procedure was completed with original fiber without patient complications.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.